Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb.in addition, our technician confirmed that the segment fluid damage, the objective lens broken, the lcb distal cover glass broken, the segment compressed (short in length), the insertion flexible tube buckled, the suction channel buckled, the angle wire play, the nozzle gluing missing, the segment steel braid deformed, the bending rubber leak, the remote control buttons leak, the remote control buttons cut, the lg prong top dirty, the lg prong top loose, the distal body worn out, the insertion flexible tube lump/wave, and the ccd module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.